Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the alphanumeric lot number: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-07149.

Event description:
It was reported that a patient underwent an external rectus recession and internal rectus shortening surgery on (B)(6) 2022 and suture was used. During the procedure, the suture was broken when the external rectus muscle was sewed, and the suture was knotted again during the surgery. It was determined that the suture knot was not loose and there was no sign of re fracture. The external ocular muscle was sewed at the muscle stop. Another suture was used for posterior sew of the internal rectus muscle, which was broken again. Therefore, the muscle was fixed at the muscle insertion point after the secondary sew and knot were made during the surgery, and the pulling wire was no longer broken. After the surgery, the patient's eyes were in the right position and there was no ocular muscle slippage. There were no patient consequences reported. Additional information was requested.